Manufacturer narrative:
The customer reported the suspect main printed circuit board (pcb) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "vent inop and motor fault" alarm on this ventilator device. The customer reported evaluating the device and determined the fault was likely associated with the main printed circuit board (pcb). The customer reported no patient involvement with this event.